Event description:
It was reported when using the bd pyxis medstation system drawer was not detected on the communication bus, which hindered users from accessing medications for a patient. This incident did not cause any delays in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary full-height drawer 7 was not detected on the bus at the station. A field service engineer replaced the pyxibus module controller board and drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.